Event description:
A few days after a pulmonary vein isolation ablation procedure of the left veins, the patient presented to the emergency room with chest pain and an echocardiogram was done which confirmed a pericardial effusion. The patient was hospitalized in the intensive care unit and a pericardiocentesis and transfusion were performed to stabilize the patient. It was noted that the patient had remained stable throughout the recent ablation procedure. The perforation was located in the myocardium, left ventricle. The patient is stable and awaiting surgery to install a patch. There are no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.